Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s daughter reported the cgm read low and the patient¿s wife called for an ambulance without doing a bg check to confirm the value. Unspecified treatment was provided based on the low reading, but the bg was actually 11 mmol/l (presumably checked by the paramedics). The event occurred 4 days after the sensor had been inserted. At the time of the report the patient was doing ok. The reported glucose values fall within the c zone of the parkes error grid. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed. No additional patient or event information is available. It was indicated that the patient was rubbing/bumping/laying on transmitter, which is misuse of the device.